Manufacturer narrative:
Troubleshooting was performed with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; and disassembling, inspecting, cleaning and reassembling the kit and tubing set. After troubleshooting, the pump produced adequate suction. Customer indicated that she wanted to try a (B)(6) breast pump. A replacement pump was sent to the customer so that she could exchange it and purchase a (B)(6). Follow up attempts were made by a medela clinician, but no response was received from the customer. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged that her breasts were still full after pumping with her pump in style breast pump. She indicated that she had mastitis for approximately two weeks, for which she saw her doctor and was prescribed antibiotics. She indicated that she used a friend's freestyle and it worked better and she uses a symphony breast pump at work without issue.